Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve are saturated. Associated malfunction for this device: manifold valve not switching fully, muffler clogged.